Event description:
It was reported that during a procedure, the e-sep pencil activated without the button being pushed. After a few seconds it turned off again. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device discarded.

Event description:
It was reported that during a procedure, the e-sep pencil activated without the button being pushed. After a few seconds it turned off again. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow-up report will be filed once the quality investigation is complete.